Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt had a pump fill on (B)(6)2010 that was uneventful. The arv (actual residual volume) was equal to the erv (expected residual volume) of 4ml. They filled the reservoir with 40ml of drug at that time with no issues. By that weekend the pt presented to the ER with nausea, vomiting and was diaphoretic. On (B)(6)2010, the pump reservoir was accessed and the reservoir was empty. The programming was correct and only morphine was used to refill the pt at that appointment. They had planned to follow-up with the pt to see if the medication change improved the symptoms the pt had experienced. The medication in the implanted device system was morphine. Additional info has been requested.